Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent PICC line placement in the left upper arm by our hospital's specialized infusion therapy nurse for postoperative chemotherapy following rectal malignant tumor surgery. The line was maintained as scheduled during the medication administration period. On the morning of (B)(6) 2026, the patient returned to the hospital reporting that during maintenance at a local health center, the medical staff there observed leakage from the extension line at the distal end of the PICC line during flushing (per intravenous therapy standards, the distal end of the PICC line must be secured within the adhesive film and should not be exposed). The patient requested removal of the PICC line upon returning to our hospital. Department nursing staff examined the puncture site and found no redness, swelling, heat, or pain. The adhesive film dressing was dry. During flushing, water sprayed from the PICC line tip. The on-duty physician performed the removal.